Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that no alarms occurred during or after the time that the buttons were not responding. Troubleshooting was performed. The blood glucose reading was 101mg/dl. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the insulin pump continued having a frozen display with no advancement of the time. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded act trace. Unit was received with missing end cap sticker. Unable to verify for time anomaly due to act button was not responding. No frozen screen or display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.